Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she wasn't sure if the meter was working correctly as her blood glucose readings have been over 600 mg/dl for three days. Customer disconnected the call as her doctor was calling her. She called back and was advised to do a complete set change. Customer was also advised against wearing the site past three days and rotating the site. She stated she wears if for five to six days and uses the same site. Customer then stated her blood glucose was starting to come down. It was 597 mg/dl and then 507 mg/dl. Customer also mentioned her doctor had done adjustments to the insulin pump. Customer was advised to monitor the issue and call back if she needed any assistance. The device is not returning for analysis.